Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the sensor was missing an electrode. Customer's blood glucose levels at the time 7.2 mmol/l. Advised sensor would be replaced.

Manufacturer narrative:
Analysis not required customer did not return sensor only needle.